Event description:
The customer alleged that the speaker does not work anymore. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer alleged that the speaker does not work anymore. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
(B)(4).